Event description:
Event description guidant received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) the patient sustained a dissection of the coronary sinus.